Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tip of the electrosurgical knife fell off into the stomach approximately 30 minutes after the start of the case. The dropped tip was retrieved. The issue occurred during an endoscopic submucosal dissection. The procedure was completed using a similar device. The type of electric scalpel, settings (power source type and energization conditions), and duration of energization when the malfunction occurred are unknown. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The lot number was 42k with supplementary information number of ¿19¿. During device evaluation at olympus, it was found the electrosurgical knife chip was broken. The tip was cracked and part of the tip had detached from the electrode and part of the tip was melted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 months since the subject device was manufactured. Although a definitive root cause of the electrosurgical knife could not be determined, likely factors causing the defect could have been the following: 1) electrode melted due to electrical discharge and the melted electrode adhered to the tip. Discharge between the part adhered the melted electrode and the electrode occurred during output activation and the electrical breakdown occurred. 2) thermal shock due to sudden temperature change of the tip a likely mechanism causing the tip detachment might be the following: (1) due to the factor described below, electrical discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output was set too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. (2) high heat might have been locally applied to the electrodes and tip. The tip melted and cracks developed. The fixing strength of the adhesive securing the tip decreased. (3) a force to perform tissue incision was applied to the cracked area, causing the tip to crack and detach. However, the exact cause of chip falling off could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.